Event description:
It was reported that the procedure was treating a moderately tortuous, heavily calcified, concentric, 90% stenosed, de novo lesion in a superficial femoral artery. During pre-dilatation with the 7.0x40mm foxcross, the balloon ruptured at 3 atmospheres during the first inflation. The 7.0x40mm armada 35 was then used; however, also ruptured. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The foxcross is being filed under a separate medwatch report.